Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening and missing piece of the shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ brown particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.